Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic after receiving a patient notification, the device was found to be in backup vvi. A device download was successfully performed.